Event description:
Patient later reported capsular contracture grade iii. Physician later confirmed baker grade iii and rupture. Physician reported cysts which are not device related and 'lobulated contours'.

Event description:
Patient later reported capsular contracture grade iii. Physician later confirmed baker grade iii and rupture. Physician reported cysts which are not device related and 'lobulated contours'. Device was explanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Rupture: not observe openings on the provided photos. Capsular contracture: unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Device wrinkling: not observed wrinkling on the provided photos. Edema: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported right rupture, anxiety, pain, and swelling. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.